Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that non-invasive blood pressure (nibp) was not reading. The customer advised they could see it pump up, but it did not deflate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and was unable to confirm a failure. The device was confirmed to be operating per specifications, and no failure was identified. The fse replaced the nibp pump per the customer request.